Event description:
A discordant, falsely elevated creatine kinase (cki) result was obtained on one of the patient¿s three samples on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. A precision study was performed on the samples on the same instrument, resulting without change. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cki result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc evaluated the instrument data with the customer and found no abnormalities. A siemens global product support (gps) specialist evaluated the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely elevated cki result is unknown, as each of the other samples resulted as expected during the precision runs. The instrument is performing according to specifications. No further evaluation of the device is required.